Event description:
Add'l info received on (B)(6) 2017 from reporter for report number mw5071704. Dear mr. (B)(6): I received your letter last week and I spoke at some length with (B)(6) of (B)(4) after I read your letter. I have the following comments: your first paragraph mis-states my request. I did not ask for medtronic to state that I could not have an MRI due to inactive leads. I asked that medtronic correctly identify on my medtronic ID card that one of my active leads is not MRI compliant. It would be nice if your card also included details of inactive leads, but just properly indicating that my active leads are not MRI compliant is critical. I understand that my health care professionals are ultimately responsible for determining whether or not I should have an MRI, but your labeling on the back of my ID card misled four doctors at (B)(6) hospital. (B)(6) is a teaching hospital. The fact that they all approved me for an MRI based on your labeling should horrify medtronic. Both your letter and mr. (B)(6) indicated that the labeling on the back of my ID card is just a product name, and the literal meaning of the name is meaningless. It's as if we should treat the product name as if it read "woody woodpecker pacemaker", just a meaningless name. That, in fact, would be an improvement over your current labeling as no one could possibly assume that anyone with woody woodpecker pacemaker could, or could not, have an MRI. But, your name is clearly a marketing ploy, an attempt to sell more devices by indicating that it is MRI compliant. Any assertion to the contrary is clearly disingenuous. Fixing the misleading labeling is just common sense. This shouldn't take multiple letters and phone calls. Medtronic should immediately ask the FDA for permission to fix this now. Please remember, the misleading labeling, combined with failures by (B)(6) staff, could have killed me. I will continue to raise my concerns on this issue. Thus far, I attempted to deal only with medtronic. When that failed, I wrote to the FDA. As that hasn't seemed to work, I'll now move to my elected officials. I'm having dinner with my congressman in the coming weeks. I'll raise this with him personally and I'll write to both my us senators. Med-watch - the food and drug administration.

Event description:
Following my earlier letter to you, I have received several phone calls from pt services at medtronic. They have informed me that the misleading language on my medtronic device ID card was ordered by the FDA. They have also informed me that they have no responsibility whatsoever as it is the doctor's responsibility to verify whether or not a pt can have an MRI. I'm not sure I believe them as it makes no sense that the FDA would prevent medtronic from providing more accurate info that might save a life. I have made it very clear to medtronic that I will not stop until this problem is fixed. I saved my own life by not letting medtronic's misleading language or an inattentive doctor shove me into an MRI machine. The next person might not be so lucky. I have also made it clear that I believe they have significant legal liability if they don't fix this problem now that they have been put on notice. To help you understand the problem better, I have included photos of the front and the back of my ID card. As you can see, I've solved my problem by including the "no mris ever" language.